Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that the patient faced infusion set fell off during use. The infusion set was in use for 12 hours. No further information available.